Event description:
It was reported that the left ventricular (lv) lead dislodged while the introducer was being removed. The lv lead could not be placed again into the lateral cardiac vein because of the narrow, torturous venous path. The lead was removed and an epicardial lead was then placed the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.